Event description:
It was reported that after a lap splenectomy procedure, product with a white reload was used to transect the splenic artery. On completion of the case, hemostasis was confirmed and the case was completed. On the same evening, doctor examined the patient to be stable. One day post operation, the patient's systolic blood pressure dropped to 70mmhg. The patient required intervention to prevent permanent impairment/damage and to prevent blood loss. Another surgeon was alerted. He performed an emergency laparotomy and aspirated 1 liter of blood from the abdomen. It was observed that there was oozing from the staple line of the splenic. Surgery was completed and the patient is currently stable. One device was discarded.

Manufacturer narrative:
(B)(4).